Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a no disposable alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition. A cassette was attached to the device and ran with no issues. The investigation could not duplicate the "no disposable" alarms. It's recommended to recalibrate the upstream sensor and replace downstream sensor as preventive measure.